Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. Analysis of the catheter revealed that catheter/catheter body cosmetic damage to the transition tube led to explant.

Event description:
As previously reported, it was noted that the hcp tried to repair a tear on the catheter body. It was further noted that there was just damage to the transition tubing; not the catheter body. The "foreign material" (previously reported as "some material") applied or deposited on the proximal side of the catheter body was not analyzed; it was noted that that type of anomaly had been seen in the lab, and there was the possibility that it could have been caused by twisting.

Event description:
It was reported that the patient, described by the surgeon as a ¿known twiddler¿ with the implanted pump (fiddles with the pump continuously), presented with swelling and fluid surrounding the pump. The surgeon indicated that the catheter was implanted and coiled behind the pump as standard. The patient was admitted for revision surgery due to suspected pump flipping and to assess status due to swelling. Upon inspection, the pump was confirmed to have flipped. It was noted that the surgeon had not secured it with the suture loops. Closer inspection showed a catheter break near to the ¿catheter-pump¿ connection point, also reported as the proximal segment. The surgeon believed the catheter break was exactly at the point where the catheter would contact the top right (closest to pump connector) suture loop on the pump. It was alleged that the catheter tear was caused by rubbing against the pump suture loops. Required interventions as a result of the flipped pump included surgical intervention to replace the catheter; the pump was to be sutured in position. The pump remained implanted and in service. No diagnostic testing or troubleshooting of the pump was performed, as it was not required. The fluid in the pump pocket was tested and found to be csf (cerebrospinal fluid). As no replacement catheter was available, the surgeon chose to seal the catheter tear with ¿some material¿ and close the patient up; also reported as consultant ¿sealed¿ the tear as best as possible. No diagnostic testing or troubleshooting of the catheter was performed, as it was not required. There were no patient symptoms or complications associated with the event; the patient was provided additional oral baclofen to protect from symptoms of baclofen withdrawal and to control symptoms of spasticity. The pump was being used to deliver baclofen (compounded). Revision surgery for explant and replacement was planned for (B)(6) 2014. The catheter was subsequently explanted, and as of (B)(6) 2014, the patient was fine; they were being managed medically.